Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. The patient underwent surgical intervention during which the ipg was explanted and replaced.